Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, hip implant failure due to a fractured acetabular cup and liner, allowing the femoral head to penetrate through the acetabular components despite otherwise normal positioning on x-ray. Revision surgery was performed. Related mpo product: product ID: 37871420 perfecta® plasma sprayed femoral stem sz 14.2 rdc flare/ lot no.: 10231807/ qty: (B)(4).